Manufacturer narrative:
The date of the event was reported as an unknown date in (B)(6) 2017. (B)(6). This lot was manufactured june 27, 2017 - june 28, 2017. One actual folfusor was received for evaluation. Visual inspection on the returned unit via the naked eye noted the bladder has been ruptured. Microscopic evaluation revealed no signs od abnormality that would have caused the rupture. The reported issue was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a folfusor ruptured during filling with an unspecified amount of 5fu. There was no patient involvement. No additional information is available.